Event description:
The account stated that the architect c8000 analyzer has generated discrepant creatinine results on a patient sample. The initial result was 24.7 mg/dl, the sample was then retested and the result was 0.73 mg/dl. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The fsr replaced the r2 and sample probes, and found foreign material in the cuvette used to generate the erratic creatinine result. An evaluation was performed in response to the customers complaint of architect c8000 (B)(4) generated an erratic creatinine patient result on (B)(6) 2010. The evaluation of the issue consisted of a review of complaint records, current architect c8000 labeling, and the information provided including the complaint text. The manual contains information to assist the customer with resolving erratic results. The manual lists multiple probable causes for erratic results including fibrin clots or particulate matter in samples, obstructed, damaged or misaligned probes, and cuvette issues. An field service representative (fsr) serviced the c8000 analyzer. The fsr replaced the r2 and sample probes, and found foreign material in the cuvette used to generate the erratic creatinine result. The fsr removed the foreign material and cleaned the cuvette. A complaint record review found no additional complaints for erratic results have been initiated on architect c8000 (B)(4). Since the fsr serviced the analyzer and removed the foreign material from the cuvette, the analyzer was performing within specification.